Event description:
It was reported while using the bd vacutainer® k2 edta (k2e) 3.6mg blood collection tubes, results were unable to be obtained in an unspecified number of tubes due to issues with sample quality. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
D.4. Medical device lot #: unknown. D.4. Medical device expiration date: unknown. H.4. Device manufacture date: unknown. There were multiple medical device types reported to be involved. The information for the additional device type is as follows. D.2.b medical device type: jka. D.2.a common device name: tubes, vials, systems, serum separators, blood collection. There were multiple 510k numbers reported to be involved. The information is as follows: g.4. PMA / 510(k)#: k213670; k231373. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using the bd vacutainer® k2 edta (k2e) 3.6mg blood collection tubes, results were unable to be obtained in an unspecified number of tubes due to issues with sample quality. No adverse impact was reported regarding the patient or user

Manufacturer narrative:
The following fields were updated due to additional information: e1: initial reporter e-mail: (B)(6). E1: initial reporter phone #: (B)(6). Investigation summary: bd did not receive any samples or photos for investigation. Complaints for sample quality are under statistical control for the month of december 2025. At this time, further testing is not indicated. The device history records could not be reviewed as the lot number is unknown. This complaint has not been confirmed for the indicated failure mode: sample quality/clotting no definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends. Bd quality will continue to monitor sample quality complaints.